Event description:
A customer reported experiencing a cartridge alarm during mobi training, which necessitated filling a new cartridge and wasting an infusion set. There was no adverse impact on hailey's blood glucose level as it did not exceed 500 mg/dl. The support team confirmed the occurrence of a motor_stall alarm, instructed hailey to remove the cartridge, deliver a bolus, and replace the infusion set, successfully resolving the issue and allowing her to resume insulin therapy.